Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the reported scope 226 communication error issue could not be determined, however the issue appeared to be the result of an ingress of water into the device during the cleaning/reprocessing processes and causing an electronic component malfunction. The event can be detected/prevented by following the instructions for use (IFU) which states: precaution: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system inspection of the endoscopic image confirm that the wli, nbi, and rdi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the bronchovideoscope gave a scope communication error (error 226) due to contact faults. The customer reported the issue occurred during reprocessing. No patient involvement reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was confirmed: the scope caused an error 226 message to display on the monitor. Examination of the device found no visible damage. Functional testing showed the device passed leak testing. The device was disassembled, aerated, reassembled and tested again. During the second testing, the image was restored with no errors occurring. Because the image was relayed after aeration and the device passed leak testing, it was determined likely that the error code was caused by fluid ingression occurring during cleaning. Functional testing showed the bending angle did not meet with specifications. Visual examination showed the adhesive on the bending section cover was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.